Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage. The whitish foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material in the air/water tube and air/water cylinder, other evaluation findings are as follows: water tightness was lost due to a crack on the scope body and damage on the upward/downward knob; the suction cylinder had no color; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the adhesive around the objective lens was chipped; the adhesive around the light guide lens had a crack; the adhesive on the bending section cover was detached; and there was a scratch on the plastic distal end cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The demo colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was foreign material found in the air/water tube and air/water cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.